Manufacturer narrative:
Updated data: b4, b5, d4 (unique identifier (UDI) number), d8, d9, g3, g6, h2, h3, h4, h6 (health effect ¿ clinical code, types of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse untangled the power cord from the drum. The fse also stated that the unit was not charging as it had not been seated properly. There is no information available regarding this malfunction. A service report is not available. If any pertinent information becomes available, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number :(B)(6).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit power cable had become caught up during start up and would only operate to half way.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) unit power cable had become caught up during start up and would only operate to half way. There was no patient involved.